Event description:
It was reported that during a routine device upgrade procedure, the right atrial lead had an insulation abrasion. The lead was repaired and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead 2013 (B)(6). (B)(4).